Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 346 mg/dl. Prior to hospitalization, customer's blood glucose of 538 mg/dl. Customer had symptom of vomiting and nausea. Customer was hospitalized due to high blood glucose. Customer was hospitalized for four hours, was treated and then released. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, alarm history showed a no reservoir alarm, a motor error alarm, and two no delivery alarms. Customer was advised that a tubing clamp would be sent and to call upon receipt of tubing clamp in order to continue troubleshooting.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.